Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins still has not helped with pain relief. Caller states that device has helped by maybe 10%. Caller states that the patient needs to constantly adjust stimulation and sometimes in certain positions her device stimulates too much which caused even more pain. Caller states the patient is very discouraged about the device. The patient had scheduled an appointment the day prior to report and to discuss the issues, the manufacturer representative (rep) did not show up. The patient was redirected to their healthcare provider (hcp). Additional information was received from the patient. It was reported that the device hasn't given the patient therapeutic effect since implant. A rep has tried reprogramming it, but the patient continued to have pain. The patient wasn't sure if she had 50% pain relief and mentioned that the trial worked great for her. The patient was advised to follow up with the hcp or rep for additional reprogramming. Additional information received from a healthcare provider (hcp). It was reported that the patient was being hospitalized for intractable back pain and the hcp was unsure if it was related to the device/therapy. The patient was hospitalized for 5 days prior to going to the current facility on the (B)(6). The therapy had not been on for the past week or so and the last device check was (B)(6) 2019. The patient has a follow up appointment on (B)(6) 2020 and a rep was paged to be there. No further complications were reported.

Event description:
Additional information received from the manufacturer representative reported that the hospitalization was due to a fractured vertebrae found with an MRI, not related to the device. The patient had surgery to fix the fracture and was going to meet with a representative after recovery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.